Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6) hospital. E1 event site city is (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) while inserting the product, a malfunction occurred in the catheter shaft, making it difficult to insert, so a different product was used and the procedure was completed successfully. The product was discarded due to an infectious disease.there were no effects on the patient.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ) , h5. Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.